Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient reported "had pain and burns and was given lymphatic drainage for 7 years" device remains implanted. This relates to the right side.